Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the angled phaco tip broke during a phacoemulsification procedure of the right eye. The detached tip piece was removed during the same surgery with no harm to the patient. The sample is available. Additional information was requested; however, none has been received to date. This is one of two reports for this facility.

Manufacturer narrative:
No angled phaco tip sample (unspecified product) was returned for evaluation for the report of the tip breaking; therefore, the condition of the product could not be verified. A photo was provided with the complaint file. A photo provided with the complaint file was reviewed. The photo shows a phaco tip that is broken behind the (B)(4). No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The complaint evaluation does confirm a broken phaco tip based on the photo provided. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because the complaint issue cannot be determined based on no complaint sample being received. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).